Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report the home patient (hp) had called their nurse; the nurse called baxter and teleconferenced with the hp. The hp stated had gotten a high drain/call your nurse alarm in dwell 5 of 5. The hp's programming was as followed: continuous cycling peritoneal dialysis (ccpd) therapy, fill volume (fv) was 2200ml, last fill volume (lfv) of 0ml last ultrafiltration (uf) was 1770ml and average dwell was 28 minutes. Cycle 5 uf was 2498ml, cycle 4 uf was -232ml, cycle 3 uf was -246ml, cycle 2 uf was 71ml and cycle 1 uf was -321ml. The hp stated they had no symptoms of over fill. The hp was using 4.25% and 2.5% dextrose solutions. The total drain volume was 4268ml. The technical service representative (tsr) explained that the device would be swapped due to the alarm. The hp stated he was told by another nurse to use the 4.25% solution due to his fluid intake; this is not normally what is used. The tsr initiated a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The reported issue was confirmed in the logs but not duplicated during pal evaluation. Probable cause: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device meets specification relative to iipv-adult (high drain volume 105).

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.